Manufacturer narrative:
The product is currently on legal hold within the reliability assurance laboratory. Upon completion of the analysis, the event will be updated. In (B)(6) 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could crompromise therapy delivery or limit programmer communications. Changes to prevent this failure were made in (B)(6) 2004. This device was manufactured before (B)(6) 2004 and is included in this advisory population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted, having been implanted for 44.5 months due to elective replacement indicator (eri). There was an allegation that the device the device exhibited premature battery due to extended charge times.